Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. It was found the dso seal was degraded. The dso seal was replaced with a new one. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device has a bubbled and torn dso seal. No patient involvement.